Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that the field service engineer (fse) found that the voltage was out of range on multiple joints, which resulted in an error message from the system. The robotic arm set up arm (rasa) was replaced and brake regeneration was performed to resolve the issue and the arm was fully functional and passed all tests. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to surgery, the arm cart assembly (aca) had a red alarm and non-recoverable error a few minutes after calibration. The issue was resolved after switching the aca out with a backup. There was a delay of approximately five minutes. There was no patient involvement.